Event description:
In 2007, the pt's blood glucose was elevated to 378 mg/dl when she woke up. She then discovered that her infusion tubing was leaking insulin. The pt changed her infusion set and took an insulin injection to lower her blood glucose. The pt has had an infection since 2006. Her normal blood glucose range is 60-300 mg/dl. No further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.